Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
(B)(6). It was reported that when removing the 5 mm instruments (especially with shrink tubing), the isolation of these instruments was damaged. Components in use listed as concomitant devices are: ek014r / trocar sleeve 5/110mm smooth with tap, z-fremd-instr / foreign instrument.

Manufacturer narrative:
Investigation: the visual investigation was performed using a keyence vhx-5000 digital microscope. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rational: the trocar is according to specification. The distal end of the instrument is not cylindrical, thus a slight tilting of the shaft can occur and damage the insulation, even without a deviation of the trocar. No CAPA is necessary.